Event description:
It was reported that the procedure was to treat a lesion in a 70% stenosed lesion the mid left anterior descending (mlad) artery with moderate calcification. The first ht-bmw universal 190cm j guide wire (gw) was used in the procedure; however, an unspecified stent and an unspecified balloon could not be removed from the gw. Therefore, another ht-bmw universal gw was used to co ere was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined factors that may contribute to difficulty removing the balloon catheter and stent delivery system from the guide wire include, but are not limited to, inner diameter of the balloon catheter/stent delivery system (sds) , outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter, sds or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.